Manufacturer narrative:
Device passed self test and displacement test. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer¿s blood glucose level was 9.7 mmol/l at the time of the incident. Customer stated that the loss was greater than 3 minutes within 10 days. Customer stated that loss was greater then 9 minutes within 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.